Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event.

Event description:
It has been reported that a patient who was new to omnipod dash therapy, had difficulty understanding pump functions, including basal dosing. The patient had programmed a basal rate of 1.5 units per hour, which exceeded insulin needs. On (B)(6) 2025, the patient experienced a severe hypoglycemic event while wearing the pod. Emergency medical services documented a blood glucose level of 1.7 mmol/l (30.6 mg/dl) and treated the patient with intranasal glucagon (baqsimi) and juice. The patient was not transported to the hospital. Following the event, the trainer provided additional education on pump operation and assisted the patient in lowering the basal insulin settings. The physician who reported the hypoglycemic event and expressed concerns regarding the adequacy of training and the bolus calculator being turned off, though this setting aligned with the patient's preference to use fixed meal doses rather than carbohydrate counting. During the outreach attempt on (B)(6) 2026, the patient confirmed improvement after basal adjustments and stated plans to transition to omnipod 5.